Event description:
It was reported that the pt has pain in groin, at incision, buttocks, and front leg. An MRI and bloodwork has been scheduled to determine if revision is needed.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided in a supplemental report.